Event description:
Customer reported receiving freestyle readings that were inconsistent with how customer felt. The customer was feeling hypoglycemic, yet the freestyle meter provided readings of 85 mg/dl, 122 mg/dl, and 113 mg/dl. The paramedics were called and upon arrival, they took a reading with an unk brand meter and received a result of 35 mg/dl. The customer was transported to the hospital where customer was treated with glucose and then released.